Event description:
Information received from the field notes a "partially fractured" lead. The device was programmed to the unipolar connfiguration. The patient complained of receiving shocks when she touched the metal handicapped assistance bars in her shower since the programming change.